Event description:
It was reported that the insulin pump alarmed button error. Advised customer the insulin pump would be replaced. Customer's blood glucose at that time was 130 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube and lip, and missing end cap sticker. No button error alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.